Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not recognizing ECG signal) was investigated. Upon investigation, the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to a defective r781 driven ground resistor on the computer/analog board that was reading open. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was not recognizing an ECG signal.